Manufacturer narrative:
Other, other text: one cadd solis vip pump was returned for analysis. The downstream sensor pressure range test was performed and it passed. The reported problem was not duplicated but was found in the event log. The downstream occlusion alarm was also found multiple times in event log. The faulty sensor will be replaced.

Event description:
It was reported that a smiths medical pump is alarming cassette not attached. No adverse patient effects were reported.